Event description:
It was reported that during an atrial threshold test the patient with this pacemaker system had a syncopal episode. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Ts recommended further testing of the device output and programmed settings. The pacemaker system had its settings and adjusted and there was crosstalk on the right ventricular (rv) channel. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.